Manufacturer narrative:
The technician adjusted the brake caster to resolve the issue.

Event description:
The technician alleged that the brake caster was locked and would not release. No patient impact.